Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the device was stretched and wrinkled 5cm from the strain relief on the proximal shaft. The outer body was found to be wrinkled under the strain relief and compressed 12cm distal to the strain relief. The outer body was also kinked and compressed on the distal shaft. The inner body distal bumper marker was protruding through the outer body distal tip. The inner body hypotube was kinked and the inner body was kinked in several placed along the mid shaft. The stent was not returned. The anomalies noted on the device are indicative of friction while advancing the inner body to deploy the stent. The cause of high friction cannot be definitively determined. The high friction most likely caused the physician to apply excessive force between the inner body and the outer body in an effort to deploy the stent. This tensile force in the outer body can cause the observed anomalies. From the information provided, the most likely cause of the high friction was the tortuous anatomy, therefore operational context is the most probable cause for the reported event.

Event description:
The physician encountered difficulty deploying the stent in the lesion in the internal carotid artery clinoid segment and was only able to partially release the stent from the delivery system. The system was carefully withdrawn from the patient, but partially deployed stent became stuck in the y-valve and deployed in the y-valve. Another stent was successfully deployed in the lesion and there was no reported clinical consequence to the patient.

Event description:
The physician encountered difficulty deploying the stent in the lesion in the internal carotid artery clinoid segment and was only able to partially release the stent from the delivery system. The system was carefully withdrawn from the patient but partially deployed stent became stuck in the y-valve and deployed in the y-valve. Another stent was successfully deployed in the lesion and there was no reported clinical consequence to the patient.